Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The emboshield nav6 instruction for use eifu, states: ¿only use the barewire filter delivery wires listed in table 1. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ the barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire that was selected for use was 0.014¿ which allowed the wire to pull through the filter. In this case, the user is already aware of the error and how it contributed to the event. In this case, based on the reported information, exchanging the provided barewire filter delivery wire for the incorrect sized viper wire prevented the ability to retrieve the filter causing the filter to come off the viper wire resulting in the filter being stuck in the peroneal artery requiring a snare device to retrieve the filter. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire that was selected for use was 0.014¿ which allowed the wire to pull through the filter. Based on the reported information, there is no indication that the reported material separation resulting in unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported at the end of the orbital atherectomy intervention, an attempt was made to remove the emboshield nav6 embolic protection system filter that was placed in the runoff vessel of the peroneal artery; however when retracting the viper wire, it went right through the filter, resulting in the filter stuck in the peroneal artery. The filter was able to be retrieved with a 5mm snare. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 clarifier- guide wire / fdw selection incorrect. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.